Event description:
(B)(4). Initial report: this non-serious spontaneous case from (B)(6) was reported by a healthcare professional (hcp nos) via a company rep and forwarded by our local affiliate (B)(4). Initial and follow-up info received on (B)(6) 09 respectively were processed together. This case involves a female pt (age nos) who received treatment with poly-l-lactic acid (sculptra) diluted with 4ml water and 2 ml of 2% lidocaine (batch number: 1a8025 and expiration: 09/2010) on (B)(6) 2009 for an unk indication. The treatment settled well with no problems. Twice daily massage was advised by the healthcare professional. On (B)(6) 2009, the pt received treatment with poly-l-lactic acid diluted with 4ml water and 2 ml of 2% lidocaine (batch number: 2a8025 and expiration: 09/2010). On (B)(6) 2009, the pt reported excessive hard swelling to all the injection area, which started 4 days after the second treatment. The swelling was worse in the morning and subsiding by the afternoon. Photographs were taken and vigorous massage was given by the healthcare professional. As a corrective treatment, the pt was prescribed ibuprofen 400 mg 3 times a day and was advised to massage using a sonic toothbrush. On (B)(6) 2009, the healthcare professional saw the pt and the swelling was reduced a little. The healthcare professional gave the pt a vigorous massage. No further info expected. (B)(4). It revealed: brr (batch record review) without hint to root cause. The review of the DHR (device history records) and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related.

Manufacturer narrative:
Conclusion: no faults detectable. Outcome: recovering. Reporter's causality assessment: not specified. Addendum for follow-up info received on (B)(6) 2009: the nurse reports that this case involves a (B)(6) female pt. No medical history was provided. No concomitant treatments were received and she had no concomitant pathologies. On (B)(6) 2009, she received 12 ml in total of poly-l-lactic acid injected into her temples, cheeks, and marionettes. Six weeks after receiving her second treatment, the pt presented with global swelling of her face, and hard, palpable subdermal lumps which were not visible. The swelling lasted two weeks. The pt received mechanical spreading of the superficial nodules on (B)(6) 2009. The nurse reported that the lumps were improving/persisting. The causality assessment between the events and poly-l-lactic acid therapy was reported as highly probable.